Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon ruptured occurred. The 90% stenosed target lesion was located in the mildly tortious and mildly calcified brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and inflated to 10 and 18 atmospheres. During the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications or injuries were reported.